Manufacturer narrative:
Not returned to the manufacturer.

Event description:
The customer complained on a poor cell separation performance (purity: 44.69%, yleld: 55.28%) while using the clinimacs® cd34 system in a multicenter investigator-initiated clinical trial (transplantation of autologous cd34+ cells for patients with femoral or tibial fracture nonunion). The purity was below the criteria for transplantation. The immune-magnetic labeling was done in a classic in-bag procedure. The process code is given: (B)(6).